Event description:
It was reported that during a prostate procedure, three surgical fibers where used and exhibited an issue where the irrigation to the fiber tip ceased to flow, causing the fibers to overheat and burnout. One of the fibers became forward firing as a result. The procedure was completed using the third fiber. There was no report of pt injury. This report is for the second fiber used.

Manufacturer narrative:
Reference MFR report #: 2937094-2013-00750, 00897. Fiber analysis: the fiber was found to show of devitrification and have a radial fracture at the output window; the fiber proximal to the fracture was found to rotate independently of the metal cap. Char and detritus were also observed on the metal cap. Both caps remain intact and attached. The outer flow tube was inspected and no signs of blockage were observed. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The circumferential fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.